Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed a skin reaction at the pod¿s adhesive site (hip/buttocks) while wearing the device between 24 and 36 hours. Symptoms reported include redness, yellow discharge, blood and irritation the size of the pod adhesive. The patient consulted a doctor and was prescribed betacaroten g ointment for treatment.

Manufacturer narrative:
The product reported a different lot number than was noted on the initial MDR. Lot number changed from unavailable to ps1k11192011. Expiration date changed from unavailable to (B)(6) 2022. Unique identifier (UDI) # changed from (B)(4) to (B)(4) device mfg date changed from unavailable to 11/19/2020.